Event description:
The customer reported a leak at the manual probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe was leaking. The fse noticed that the probe wipe was out of alignment. The fse realigned the probe wipe and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).